Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation, however, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the balloon revealed a pinhole in the balloon material at the distal edge of the proximal markerband. The distal end of the balloon was bunched up. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation, however, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).